Manufacturer narrative:
Constant pump error 37 alarms noted during rewind due to moisture damage on the force sensor and motor. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 37 alarms. P-cap or reservoir locked properly in place. The following were noted during visual inspection: pillowing keypad overlay. No damage to the belt clip rails noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had damage clip rail. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.